Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's insulin pump had unexpected restart, the buttons on it were not responding and it had a frozen display. The customer's blood glucose level was unknown at the time of the incident. The customer's wife reported that the insulin pump started beeping for six times. The customer was assisted in troubleshooting and it was reported that they were unable to clear the alarm. The customer reported that they inserted a new battery and monitored insulin pump for 2 hours but frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.